Event description:
The harvesting reported that during an endoscopic vein harvesting procedure, during endoscopic radial artery harvesting, the device was activating intermittently from the beginning of branch ligation. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the tool was rec'd inside the cannula. The heater was lifted up somewhat in the center. There were some signs of clinical usage and the device had minimal evidence of blood. Resistance and jaw force measurements did not pass specifications, the unit also failed the heat-up test, there was minimal temperature increase. The toggle did not release activation when the shaft was in the straight position. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and there was severe melting and exposed wires. Based upon this observation, the reported complaint for "intermittent continuity" was confirmed. Internal file number - (B)(4).